Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide concentrated (co2_c) results. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed total service call. The cse found that the reaction tray wash unit drain valve 1 (cdev-1) failed. The cse found the over-flow would go into the adjacent cuvettes. The cse replaced cdev-1 valve that controls the reaction tray wash unit (wud) at nozzle 1. The cse bleached on board water bottle, and cleaned all probe wash blocks. The cse replaced the reaction tray (rrv) cuvettes. The cse ran calibration, precision and quality control (qc), which was in range. The cause of the discordant co2_c results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely high carbon dioxide concentrated (co2_c) results were obtained on four patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The same samples were repeated on the same advia instrument, and recovered lower. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high co2_c results.